Manufacturer narrative:
The fracture occurred after the slipped and fell due to icy conditions. The device was not returned. It is not known if the cause of the fracture was due to the fall or another cause. A review of the device history record did not find ay design or manufacturing defects.

Event description:
On january 21, 2026, the company received notification from the patient that he experienced a device failure after slipping and falling due to icy conditions. According to the information provided by the patient the shaft of the transfemoral bone-anchored implant, fractured at its base, resulting in separation of the implant from the distal portion. The patient underwent explantation surgery on (B)(6) 2026. The company is unaware of any significant status change with the patient condition beyond status post-op of implant removal. No additional information regarding subsequent clinical management or patient outcome has been provided.